Event description:
The customer reported via phone call being hospitalized due to unexplained high blood glucose levels and meningitis. The customer complained of vomiting, headache, dry mouth, strange taste in the mouth, and body shivers. The customer's blood glucose rose from 225 mg/dl to nearly 500 mg/dl, and he treated via insulin drip. The customer was wearing the insulin pump at the time of admission, stating that he took the device off when he went in. The customer stated that the issue was unrelated to the insulin pump and was the result of his meningitis. He observed 3 or 4 air bubbles along the infusion set tubing. He reported that the insulin had not been stored at room temperature. The customer found that the infusion set had a bent cannula upon removal, which he was advised may have contributed to high blood glucose. He declined to continue troubleshooting for the insulin pump. He stated that he would monitor his blood glucose and call if he experienced any further issues.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.